Manufacturer narrative:
Date of event has been estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during stent deployment the introducer was too close resulting in the stent inadvertently deploying/elongating into the introducer and thus resulting in the reported activation/deployment failure (stent followed the introducer when it was withdrawn); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The supera self-expanding stent system (sess) was advanced and deployed, however, the stent followed the introducer when it was withdrawn. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.